Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_cath, product type: catheter. The pump was returned for analysis. The pump logs indicated that the pump had been used to deliver dilaudid (6 mcg/ml at 2.3489 mcg/day). Pump analysis found no anomaly. The catheter was returned for analysis. Analysis of the catheter found coring, tearing, cuts in the seal of the sutureless connector that met leak criteria.

Event description:
The pump and catheter were returned to the device manufacturer with no information and underwent routine analysis. The indication for use was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.